Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated concomitant medical products for device return date, MFR site/report source for follow-up report submitter, PMA/510k for awareness date and for report type and follow-up number. Updated for follow-up type, device evaluated by MFR for device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), after clinical procedure,patient experienced failure of implant to osseointegrate.